Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler and cycler set and the patient¿s gram-positive staphylococci, coagulase negative peritonitis which is considered a frequent cause of peritonitis. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler or cycler set malfunction or product deficiency. The cause of peritonitis was touch contamination from a patient who performs the pd treatment infrequently. The patient was retrained as recommended by international society for peritoneal dialysis (ispd) guidelines/recommendations (2016). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a patient line is blocked alarm in drain 0 of 4 of treatment. During the call the patient stated they have a last with antibiotics due to peritonitis. The patient was advised to reboot the cycler and resume treatment, but the alarm persisted. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient was seen in the outpatient clinic on (B)(6) 2019 and a hazy pd effluent was noted. The patient was treated with prophylactic intraperitoneal (ip) cefazolin (dose, duration, frequency not provided) was initiated based on the hazy effluent. Cultures were obtained which revealed gram positive staphylococci (species unknown), coagulase negative bacteria. The pd effluent cell count was 1105 (units of measure, reference ranges not provided). Per the pdrn, the cause of the peritonitis was touch contamination. The patient¿s spouse typically sets up the pd treatment for the patient using good aseptic technique, however, the patient set up the treatment on this occasion not utilizing proper aseptic technique. The patient and his wife were re-educated about the importance of good aseptic technique, and always using mask and gloves. On (B)(6) 2019 the patient was seen in the outpatient clinic and a repeat cell count was 40 (units of measure, reference ranges not provided). The patient was able to successfully resume use of the liberty select cycler on (B)(6) 2019. The patient is continuing a 14-day course of intraperitoneal antibiotic treatment and is recovering from the event.